Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital due to their device alerting. The device alert triggered due to the device reaching recommended replacement time (rrt) and an allegation of premature battery depletion was reported. The device was explanted and replaced. No patient complications have been reported as a result of this event.